Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 1ml ll w/o dn was found containing foreign matter before use. The following has been provided by the initial reporter: material no.: 309628, batch no.: 9101705. It was reported that there was foreign matter on the barrel of the syringe. Product defect was determined from photo. Per complaint form: customer sent an email requesting what to do about product. They shared an image with the product and all the information. Customer has kept the product in their office.

Manufacturer narrative:
H.6. Investigation summary: one photo, one loose 1ml syringe and one top web from batch 9101705 (B)(4) was received and evaluated. It was observed there were multiple brown and black embedded foreign matter particles throughout the walls of the barrel and in the flange. The particles appeared to be burnt plastic with multiple particles larger than level 3 in size, which was rejectable per product specification. The barrel was from mold l-78 cavity 13. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. No corrective actions are necessary based on the defective rate identified. Batch 9101705 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that one syringe 1ml ll w/o dn was found containing foreign matter before use. The following has been provided by the initial reporter: material no.: 309628 batch no.: 9101705. It was reported that there was foreign matter on the barrel of the syringe. Product defect was determined from photo. Per complaint form: customer sent an email requesting what to do about product. They shared an image with the product and all the information. Customer has kept the product in their office.

Event description:
It has been reported that one syringe 1ml ll w/o dn was found containing foreign matter before use. The following has been provided by the initial reporter: material no.: 309628, batch no.: 9101705. It was reported that there was foreign matter on the barrel of the syringe. Product defect was determined from photo. Per complaint form: customer sent an email requesting what to do about product. They shared an image with the product and all the information. Customer has kept the product in their office.

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo depicted a single loose 1ml ll syringe and a piece of top web from a blister package, confirmed to be from batch #9101705 (p/n 309628). The barrel was observed to have numerous black speck particles of varying size throughout the wall. The particles appeared to be embedded in the barrel¿s plastic. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause for the embedded foreign matter defect is associated with the molding process.